Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened up and down buttons dome switch. No unlocked j2 or lcd keypad connector noted. No unexpected numbers ramping or scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad was not responding and number were ramping their own. The customer's blood glucose value was 224 mg/dl. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.